Manufacturer narrative:
Additional information was received which was not included with the initial report. The information was provided with his report. The insulin pump passed delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device was received with cracked reservoir tube lip, cracked battery tube threads and scratched display window.

Event description:
It was reported by the customer's wife that his insulin pump was alarming with a blank display and upon inquiring further; it was discover that the customer had been hospitalized for low blood glucose levels in (B)(6) of 2012. Blood glucose level was around 20 mg/dl at time of hospitalization. Customer stated he had a bolus and that caused him to go lame. During troubleshooting, customer was asked to reinsert batteries. Next, reservoir was reinserted into insulin pump and a manual prime was performed. Device alarmed. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 53 mg/dl at time of reporting. Nothing further reported.